Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent primary oxford knee revision on (B)(6) 2005. Revision procedure was performed on (B)(6) 2012 due to pain with disease progression. No further information has been received.